Manufacturer narrative:
A5 ethnicity and a6 race was provided. D4 revised.

Manufacturer narrative:
The device was received d9 was updated. The investigation is underway once completed a supplemental report will be sent.

Manufacturer narrative:
A5 ethnicity and a6 race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the femoral artery (side unknown) in a 45-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of mechanical circulatory support was society for cardiovascular angiography and interventions (scai) stage a. Following implantation in the late afternoon, the impella cp device was reported to be continuously suctioning. The patient received approximately 11 liters of volume resuscitation, and device position was assessed multiple times by ultrasound and was considered to be appropriate. An attempt was made to adjust device position; however, there was no change in suction alarms. Despite adequate troubleshooting and volume administration, the device was unable to generate flows greater than 0.8 l/min. Given the persistent suction alarms and inability to achieve adequate flow, a recommendation was made to replace the impella cp device. Following device replacement, the newly implanted pump was able to generate adequate flows, and mechanical circulatory support was successfully resumed. The reported suction alarms and low-flow condition are consistent with known device- and patient-related factors that may occur during mechanical circulatory support despite appropriate positioning and preload optimization. The device will be conservatively reported for serious injury due to temporary support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.